Event description:
It was reported that the patient alert sounded, and the lead integrity alert triggered. The lead exhibited oversensing and noise. It was further reported that the lead apparently fractured. The lead will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert sounded, and the lead integrity alert triggered. The lead exhibited oversensing and noise. The patient will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.